Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
It goes into your throat [foreign body in throat]. Leaves you breathless [breathlessness]. I have three in use it more often every day [device used for unapproved schedule]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received denture adhesive powder-double salt (ultra corega powder) oral powder (batch number unk, expiry date unknown) for denture failure. This case was associated with a product complaint. Co-suspect products included gsk denture adhesive (formulation unknown) (corega denture adhesive formulation unknown) unknown (batch number unk, expiry date unknown) for denture failure. On an unknown date, the patient started ultra corega powder and corega denture adhesive formulation unknown. On an unknown date, an unknown time after starting ultra corega powder and corega denture adhesive formulation unknown, the patient experienced foreign body in throat (serious criteria gsk medically significant), breathlessness, device used for unapproved schedule and product complaint. The action taken with ultra corega powder was unknown. The action taken with corega denture adhesive formulation unknown was unknown. On an unknown date, the outcome of the foreign body in throat, breathlessness, device used for unapproved schedule and product complaint were unknown. The reporter considered the foreign body in throat and breathlessness to be related to ultra corega powder. It was unknown if the reporter considered the device used for unapproved schedule to be related to ultra corega powder and corega denture adhesive formulation unknown. It was unknown if the reporter considered the foreign body in throat and breathlessness to be related to corega denture adhesive formulation unknown. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from a consumer via call center representative (email) on (B)(6) 2023. The consumer stated that," unfortunately I would like to share my case. I have lower and upper prostheses and the glue you make is getting worse. I buy a lot per month as they are becoming less effective. I tried all the max seal, the last one with a fine peak is the worst of all that you have for sale. The only good thing about that product is the container. The powder also doesn't work because when you put it on, if some dust is left unwet, it goes into your throat and leaves you breathless. The pads, terrible, the only one that served so far was the ultra one but now it's not that. I have three in use and use it more often every day. You take a matte and it's already peeled off, you take off the prosthesis and it comes out automatically like a band aid. The truth is, I hope you make a good product and stop stealing from everyone on the market and none of them work. I strongly ask that you do not know what it is like to be a young woman and fight with her mouth and glues. I'll await a reply because you never answered me the other email". Follow up information was received from qa department on (B)(6) 2023 regarding complaint (B)(4) and for lot number is unknown. Investigation evaluation:as the batch of the claimed product was not informed, it was not possible to verify the results of the tests carried out for its release, however, it is known that the product has a robust history of approvals in tests of sal gantrez which are the actives that give adherence to the product, ph,viscosity and aspect. No batches with oos or failures in stability studies were released due to the reasons reported in the complaint. Considering the items evaluated, the complaint is considered not substantiated and no action is required. In case of batch information or receipt of the complaint sample, a new investigation will be conducted. Response to consumer:all products manufactured at site released for sale at the consumer level meet acceptance criteria for quality parameters. All documentation associated with the manufacturing, packaging and testing of product is reviewed by the site quality department to verify compliance prior to product release. It was not found any observations that the problem could have been occurred within gsk. Thus, the complaint was classified as not substantiated. Complaint conclusion: the investigation report concluded the complaint as an unsubstantiated. The pqc number was reported as (B)(4).